Event description:
It was reported that the insulin pump alarmed no delivery. The blood glucose reading was 97 mg/dl. The customer states that she took an insulin shot the night prior to the call because she was not able to wear the insulin pump. Advised to call when the alarm occurs in order to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.